Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received discrepant results. The customer tested two times. The first test produced a positive result. The second test produced a negative result. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer stated that 1st test scanned to quickly and provided a positive result and retest and received a negative result and wanted to know if could rescan the 1st test" eua (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received discrepant results. The customer tested two times. The first test produced a positive result. The second test produced a negative result. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer stated that 1st test scanned to quickly and provided a positive result and retest and received a negative result and wanted to know if could rescan the 1st test" eua (B)(4).

Manufacturer narrative:
H.6. Investigation summary: "this summarizes the investigation results regarding a complaint that alleges the ¿customer took 1st¿ bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿and received a positive (result), retested and received a negative (result).¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services."